Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID neu _unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration); 0.1101 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain and lumbar radiculopathy. The patient was seen post-operative following a pump implant and was told everything was fine. Since the pump implant the patient had a lot of issues including: new pain in left leg (did not have pain in that leg before the pump), back pain, could hardly walk, nausea, cold feet, chest and abdominal pain, fluid buildup at l2-l3, a lesion at l2, fluid around the catheter at l2, clear fluid in the abdominal area (a little), blood pressure dropped. The patient was brought to the hcp three times "with concerns." The patient was in the emergency room (ER) (B)(6) 2015 and had been admitted to the hospital since tuesday ((B)(6) 2015). The patient was admitted due to "pain shooting down legs and back, and chest pain." A computerized axial tomography (cat) scan was done on l2-l3 and the patient "has a lesion in the spine where the catheter is." The patient was given an antibiotic. It was unknown if there was a confirmed infection. The reporter was told that the pump and catheter will need to be removed. The event date was (B)(6) 2015. The patient was currently hospitalized. The cause of the event, interventions, concentration, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.